Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump became unresponsive and could not be turned on, despite attempting to charge the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available as alternate insulin therapy.